Manufacturer narrative:
Method and results: no product will be returned for eval.

Event description:
On (B)(6) 2011, husband reported insulin has leaked underneath the infusion set adhesive during the previous month. Pt changed the headset immediately to avoid any blood glucose concerns and noticed the cannulas were kinked. Pt rotates infusion sites around abdomen and tries to avoid scar tissue. Husband was educated on proper technique for insertion, and pt was sent insertion device and complimentary infusion sets. No product was requested for eval. No physiological effects were reported. The pt did not require treatment from a health care professional or second party to address the issue.